Manufacturer narrative:
Reliability analysis inspected 2 sealed reservoirs performed pre-fill reservoirs test. Reservoirs passed per inspection no transfer guards leakage anomaly was found during analysis. Inspected 1 opened/used reservoir performed pre-fill reservoir test.reservoir failed per inspection found reservoir transfer guard needle occluded.

Event description:
It was reported that the customer's reservoir has a leak. Troubleshooting occured. No additional information was provided.